Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (right heart failure and patient condition) cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 07jul2020. The heartmate 3 left ventricular assist system instructions for use lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The instructions for use states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted from (B)(6) 2020 to (B)(6) 2020. The patient experienced shortness of breath and volume overload. Right heart swan-ganz catheterization was administered for radial artery / pulmonary artery (ra/pa) monitoring. Milrinone was temporarily administered. Intravenous diuresis noted as well as echocardiogram for rotations per minute (rpm) setting.

Manufacturer narrative:
Event date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted with right ventricular failure symptoms. Oral diuretics failed twice and the patient was inotrope dependent.